Event description:
Customer reported that based on a reading of "hi" received on his freestyle meter, he dosed himself with 4 units of humalog and almost lost consciousness. Paramedics were called and administered 50 mg of glucose. The pt was transported to the hospital, checked for his blood glucose level, given a meal and discharged after about 4 hours.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is completed.